Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the shunt was leaking when inflating the balloon (1.5ml balloon) which led to the balloon slowly deflating. A second shunt was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
The product was received for evaluation and the reported issue was confirmed. The device was observed to be leaking at the stopcock joint. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being updated to address this issue. The product was tested prior to use according to the IFU and the issue was identified. The product was not used for the procedure. Another device was used to complete the operation. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.